Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement test. However, the pump alarmed motor error during the basic occlusion test, and was unable to prime during prime test due to a faulty force sensor. The motor was tested outside of the device and it passed. The pump also had a cracked reservoir tube lip, minor scratches on the display window, broken battery tube threads, and a missing o-ring at the reservoir tube.

Event description:
It was reported that the customer had high blood glucose levels of 27.3 mmol/l. The customer reported a motor error alarm from the insulin pump during bolus. Troubleshooting was done. It was reported that the customer was not using the sensor feature of the insulin pump. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.